Manufacturer narrative:
Sections with additional information as of 27-oct-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 24-aug-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved and she did not currently have diabetic symptoms. Customer contacted her doctor due to the e-5 and symptoms reported at the last call. Doctor advised customer to increase her insulin dosage. Customer performed a blood test using the truemetrix meter and had obtained a result of 205 mg/dl fasting; customer was not concerned with the result. Customer stated she was hospitalized two months ago due to hyperglycemia and symptoms related to her diabetes. Customer was hospitalized for ten days and treated with insulin. Customer did not provide any further details.

Event description:
Consumer reported complaint for e-5 error. Caregiver is calling on behalf of the customer. Caregiver also stated that customer had obtained an am result over 500 mg/dl using the truemetrix meter. At the time of the call the customer reported symptoms of excessive thirst and excessive urination. Caregiver stated she would seek medical intervention for the customer. Caregiver also stated that customer had been hospitalized before due to hyperglycemia. No further details were able to be obtained at the time.